Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was previously fractured years ago. The ejection fraction (ef) of the patient had improved and so the lead was never revised. The patient then was having heart failure symptoms and so the rv lead was extracted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Updated evaluation conclusion code.

Event description:
It was reported that this right ventricular (rv) lead was previously fractured years ago. The ejection fraction (ef) of the patient had improved and so the lead was never revised. The patient then was having heart failure symptoms and so the rv lead was extracted. No additional adverse patient effects were reported.